Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller reports patient was in prison prior coming to the correctional and he was not allowed to bring any electronics, including his patient programmer. Caller reports since he did not have his patient programmer at the prison, he did not have at the correctional as well. Caller reports patient is experiencing intermittent "balls are being electrocuted". Caller reports patient is having intermittent shocking sensation down to his sacrum. Caller reports this started about 5 days ago. Caller reports patient has his patient programmer at home.